Event description:
The account alleged the foot hi/low drift down slowly. No pt impact.

Manufacturer narrative:
Tech told the account to change his hi/low foot down valve first and then the hi/low foot up if changing the down does not resolve the issue. No further info is available on the repair of the bed at this time.